Event description:
It was reported that during a pump refill, the health care provider felt the silicone rubber septum. They expected to aspirate approximately 15 ml of drug. The first 15 ml or so of fluid came back "normally" and looked normal. After obtaining ~15 ml, they got back ~10 ml of blood-tinged fluid; they felt confident they were in the pump. Troubleshooting was being considered.

Manufacturer narrative:
Catheter: model # 8709sc, lot #: n304805008, implanted: (B)(6) 2011, explanted: unknown.